Event description:
During a supraventricular tachycardia procedure, signal issues resulted in a procedural delay. When the ablation catheter was plugged into the ensite x system, pole #2 was distorted on the ensite x system and there was no egm on the ensite x or the recording system. The catheter and the ablation cable were replaced, but the issue persisted. The ampere generator cable was also replaced, but the issue persisted. The generator was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ampere generator, model # h700488, was received into the lab for analysis without original packaging available for inspection. The reported event could not be confirmed. The product functioned as anticipated during testing with no abnormalities identified that would result in the reported complaint. Based on the information provided to abbott and the investigation performed, root cause of the field reported event could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.